Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, the patient experienced pain, bleeding, and bruising 3-4 days after the sensor had been inserted in the arm which prompted her to remove the sensor early. Two days later, she noticed signs of an infection at the needle puncture site. She described the symptoms as ¿oozy fluid drainage, swelling, redness, hardness, and a raised area shaped like a bowl.¿ on an unspecified date, concerned, she consulted her physician to rule out the possibility of infection. The physician examined the site and prescribed an oral antibiotic medication along with a topical antibiotic medication (mupirocin ointment). The patient could not recall whether the oral antibiotic was augmentin or cefdinir. At the time of the follow up report, the patient confirmed she was not taking blood thinning medication and that she had never experienced this issue before. The infection did not spread, and her condition was stable with no remaining symptoms. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.